Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the physician's office, the device was removed in 2012, the exact date has not been provided. Per the physician, the patient is doing well, with no symptoms or complications. All other information is unknown.